Event description:
Gyn surgeon was unable to maintain co2 pressure on the endometrial ablation disposable unit -#1- for this procedure. MFR has been notified. Disposable device failed safety mechanism prior to enabling unit to work.